Manufacturer narrative:
If further information is obtained this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the batter longevity projection had changed from 7 years remaining to 4 years in approximately six months. An analysis of the data was requested. Boston scientific technical services (ts) confirmed that the battery consumption was increasing in a gradual fashion. Device replacement was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.